Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device mode was unable to be programmed on with a certain algorithm which is desired for the patient's physiological requirements. The device remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.